Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. During a device interrogation, several episodes of non-sustained ventricular tachycardia due to noise was noted on the right ventricular lead. The noise was reproducible when the patient moved his arms. The lead was capped and replaced on (B)(6) 2019. Patient was stable.